Event description:
In 2008, the account generated a positive axsym bhcg result (402.97 miu/ml) on a specimen that tested axsym bhcg negative (0.0 miu/ml) at another laboratory. Two weeks later, a new specimen from the same pt tested axsym bhcg negative (0.0miu/ml). The pt had been taking fertility treatment for years. All three levels of controls were acceptable during testing. The positive axsym bhcg result was reported outside of the lab. No impact to pt mgmt was reported.

Manufacturer narrative:
Other: (investigation in process, no conclusion can be drawn at this time). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.